Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a radial artline/transducer set was continuously leaking blood right below the septum. No patient injury to report. A new set was used to finish the hemodynamic monitoring for the adult patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint could not be confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.